Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 65 mg/dl, treated with two glucose gels, after which glucose increased to 114 mg/dl and a confirmatory fingerstick measured 101 mg/dl. Symptoms included a sensation of head warmth consistent with hypoglycemia. Outcomes included resolution of the low glucose without hospitalization or emergency care. Investigation included complaint intake, user interview, and troubleshooting and education on low glucose management. Investigation of this case revealed no device malfunction reported or identified, and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.